Event description:
It was reported that pump battery depleted too quickly, but this did not lead to pump shutdown. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.